Event description:
Reported status: malfunction. Reported rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that the dilatation did not hold the pressure, it lost pressure. A new voyager rx was used successfully for dilatation. No pt effects were reported. No additional event or pt info is available.

Manufacturer narrative:
(B)(4). Results - product performance engineering could not determine a conclusive root cause for the balloon rupture. Eval summary: quality assurance revealed that the balloon catheter was ruptured with blood in the balloon, in the inflation lumen, in the guide wire lumen, on the distal shaft and on the hypotube. There was contrast in and on the balloon, in the inflation lumen, and on the distal shaft. The balloon was loosely folded. There was no damage noted to the balloon catheter. A new indeflator, filled with water, was used to pressurize balloon when fluid came out of a pinhole in the balloon above the proximal marker. There was a scratch on the balloon along the pinhole in the balloon for a length of 7 mm. Product performance engineering reviewed the incident. Analysis of the returned product noted blood visible in the balloon, inflation lumen, guide wire lumen, and on the distal shaft and hypotube, which is consistent with a leak or rupture while in the pt anatomy. There was contrast in the balloon, inflation lumen, and on the balloon and distal shaft, which is consistent with preparation. Functional testing revealed a pinhole above the proximal marker, confirming the reported balloon rupture. Balloon ruptures can occur as a result of a manufacturing deficiency (such as damage to the balloon during the processing of the balloon material) or from use of the device. During use there can be an interaction with anatomy and/or accessory devices, which can damage or weaken the balloon material and lead to rupture during inflation. To ensure this type of damage is not a result of manufacturing, all balloon catheters are leak tested on-line and a sampling of units from all catheter lots are rupture tested prior to release. There was no report of any leak in the catheter noted during preparation for use, which would suggest that the balloon was not damaged prior to use. The pt anatomical info was not reported which may have aided the eval and determination of cause. In this case, it is possible that the balloon interacted with the lesion while being advanced and got damaged, and subsequently ruptured during inflation. A review of the product manufacturing records did not reveal any non-conforming material reports associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there has been no similar incidents reported for balloon rupture for this lot. There is no indication of a lot specific product quality deficiency; however, a conclusive cause could not be determined for the reported balloon rupture. Product performance engineering will monitor the incident circumstances. This MDR is considered closed by the product performance group.